Event description:
(B)(6). Chair was in the back down/legs up/side rails up position. In the fetal position, he kept moving around and ultimately ended up so far down at the foot section to the point where it tipped. No injury was reported.

Manufacturer narrative:
This is a retroactive report based on the observations and our remedial action. Nothing was wrong with the device. It was simply incorrectly used by the end-user and/or patient. Warning labels were not adhered to it.